Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not conclusively specify the root cause of the suggested event. Since the actual item was not sent to the manufacturer, we could not specify the cause of the suggested events. However, we presumed that it was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected/prevented by following the instructions for use which state: confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: scratches and chips found throughout the device, due to damage on lock engagement lever, bending section cannot be fixed firmly, adhesive around objective lens is peeled, due to damage on charged coupled device (ccd) unit, a noise image occurs during angulation in up/down directions, adhesive around objective lens is peeled, and lock engagement lever has discoloration. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image, phenomenon occurs with angle up during inspection for use for an unknown therapeutic procedure. During inspection and evaluation, no video images. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.